Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that when the surgeon tried to fire the atw35 instrument, the firing trigger would not move. Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded.